Event description:
It was reported that the pump could not be charged despite the attempt of multiple wall adapters. The customer¿s blood glucose was 238 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.